Manufacturer narrative:
Follow-up #1: date of submission 10/22/2013, device evaluation: the device has been returned and evaluated by product analysis on 10/09/2013 with the following findings:the pump was unable to power on during investigation due to moisture in the battery compartment. The pump battery compartment was observed to be cracked and the pump failed a leak test due to a leak in the battery compartment. The pump was opened and moisture damage was observed throughout the inside of the pump. The display screen complaint was unable to be tested because the pump was unable to power on.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter indicated that the pump screen was black but the pump was beeping and vibrating. The reporter indicated that the pump had evidence of moisture damage in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.